Event description:
Vision hazy[vision abnormal nec]. Fine pigment dusting on lens[device failure nos]. Case description: spontaneous report, USA: initially, this report was received via a sales representative in which an ophthalmologist reported a pt who had a ceeon lens implant, model 911a, and fine pigment dusting was noted on the lens. Additional information was provided by the ophthalmologist. The man's vision is good, but hazy. A yag laser was performed and the pigment is thinner, but remains present. The ophthalmologist is trying to decide whether to explant the lens or continue with yag laser. No other information was provided on initial contact with the ophthalmologist. 03/2002: follow-up was received from the ophthalmologist. The onset date of events was in 01/2002. The lens was explanted the next month and replaced. The lens will be returned for investigation. Case comment: the report term "fine pigment dusting on the lens" is unclear. Furthermore it is unclear whether the pigment from the iris became attached to the lens during the surgical procedure of extra capsular cataract extraction or where the pigment was present on the lens prior to implantation. The hazy vision may be due to the pigment dusting on the lens. For proper case comment further information is needed such as information on the surgical procedure whether there were any complications and whether anytime during the surgical procedure there was dispersion of iris pigment which possibly could have come into contact with the iol.

Event description:
Follow-up received 04/2002: inspection of returned lens: visual inspection revealed that the explanted lens was very contaminated with cloths of blood and dried fluid (probably a saline solution). No further deviations were noted. A white cloudiness was noted on the lens after being placed in a warm water bath (37c) for twenty-four, which resolved 3 minutes after being removed from the water bath; a thorough examination of the cloudy area revealed that the area of discoloration was slightly rough (unable to determine the cause). A review of batch records for serial number 640518130 and raw material records revealed no deviations. Based upon the investigation results, it has been concluded that this complaint is a single incident. No production related cause of this phenomenon could be identified.